Manufacturer narrative:
All buttons did not respond due to flattened button dome switches(no crease). No unlock on j2/lcd keypad connector noted. Pump received with deep scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 100 mg/dl. The customer reported that the spring on the belt clip broke off and also noticed that the insulin pump screen had cracks and deep scratches. Troubleshooting was performed for damage. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.